Event description:
The hcp reported the pt developed an mrsa post-op infection. The pt presented with a fever and unspecified symptoms of an infection. The pt was treated with appropriate intravenous antibiotics and was recovering. The drug in the pump was prialt. The device remains implanted.